Event description:
It was reported that the carotid stent procedure was performed in a totally occluded, adjacent crotid, with tortuous vessels. A total of three acculind stents were implanted. A watershed stroke occurred immediately after the procedure. The patient was taken immeidately for a MRI. The stroke symptoms continued. This event resulted in prolonged hospitalization and a presistent or significant disability. The patient was treated with plavix and heparin and the patient's condition improved.